Event description:
The manufacturer was notified on (B)(6) that a mitroflow aortic pericardial valve, model 12a, size 23 was explanted after 6.0 years due to a structural valve deterioration due to calcification.

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group canada inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Conclusion: because the device was not returned to the company, further evaluation is not possible at this time. If the valve is returned, we would be happy to re-visit the case and conduct an analysis of the explant. Device was not available for evaluation.

Event description:
The manufacturer was notified on 16 july 2014 that a mitroflow aortic pericardial valve, model 12a, size 23 was explanted after 6.0 years due to a structural valve deterioration due to calcification.

Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve.